Manufacturer narrative:
Upon completion to the investigation, it was noted that this complaint has been confirmed. The likely root cause of the tear of the silicone housing was believed to be that the valve housing sustained some form of damage during the implantation procedure, a small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. It could also be likely that a cut or abrasion on the housing, prior the implantation period could have resulted in a further propagation of the tear during the implantation period or when the device was explanted. However, the exact root cause could not be precisely determined. Based on the results no further investigation is needed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device and needed to be replaced.